Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was exchanged due to myopia. Additional information was requested.

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Both haptics are slightly bent in the gusset and distal areas. The optic is cut into multiple portions, typical of insertion and removal. The optic has scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided that one model19.0 diopter lens model was replaced with a different 18.0 diopter lens model. (B)(4).